Event description:
It was reported that the patient had diarrhea and hemochezia with gastroenteritis ruled out on (B)(6) 2024. On (B)(6) 2024 the patient was admitted for dizziness, diarrhea, and hematochezia. Occulant blood quantity of stool was 41284ng/ml positive. There were no bleeding lesions that would require surgery identified in the gastrocolonoscopy performed in (B)(6) of 2023. There was minimal insight gained from current gastric colonoscopy. If hematochezia occurred an additional gastroscopy would be scheduled. There was no fever or additional symptoms afterward. The patient was taking antibiotics since (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate 3 lvas patient handbook, rev. B, are both currently available. The IFU lists bleeding and infection as potential adverse events which may be associated with the use of heartmate 3 lvas. This document also lists infection as a potential late postimplant complication and provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was positive for enteropathogenic escherichia coli on (B)(6) 2024. On (B)(6) 2024 warfarin was restarted and diarrhea and hematochezia stopped on (B)(6) 2024. The source of the infection was not identified and bleeding was not confirmed. Bleeding and infection both resolved.